Event description:
It was reported that the patient presented for a follow up in clinic with an atrial lead that exhibited p wave amplitude variation and extra cardiac stimulation due to lead dislodgement. The lead dislodgement was confirmed by chest x-ray. The lead was repositioned successfully on (B)(6) 2022. There were no patient consequences.